Manufacturer narrative:
Additional information was received that the patient underwent revision wherein the leads were replaced. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was not able to receive stimulation and he was experiencing uncomfortable stimulation at the lead site when stimulation was on. High impedances were noted on the leads and only four contacts were working on the two leads. X-ray confirmed that one of the leads appeared kinked at the skin surface. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was not able to receive stimulation and he was experiencing uncomfortable stimulation at the lead site when stimulation was on. High impedances were noted on the leads and only four contacts were working on the two leads. X-ray confirmed that one of the leads appeared kinked at the skin surface. The patient will undergo a revision procedure.